Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows and cpu were replaced to resolve the issue.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation during a case. The patient was manually ventilated, unit replaced, and case resumed. There was no report of patient injury.